Event description:
It was reported that the patient has a history of swelling over internal receive-stimulator, which was diagnosed as an infection. Patient stopped wearing the device and received antibiotic treatment, which appeared to improve symptoms. Patient began wearing the device again and symptoms reoccurred. The patient is scheduled to be explanted on (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.